Manufacturer narrative:
Other applicable components are: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016-09, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 12.4 mcg/day via an implantable pump for intractable spasticity. It was reported that a catheter event occurred. The catheter event had not been confirmed. Catheter revision due to recent spinal surgery was noted. The hcp believed a section of the catheter may have been cut during a recent spinal surgery. The manufacturing representative did not know when the surgery occurred. The patient was going in for surgery/revision on (B)(6) 2017 to see if the catheter was cut. It was confirmed that the catheter may have been cut during a spinal surgery. It was unknown if there were any symptoms. The manufacturing representative was not aware of any symptoms. The event date was unknown. The current catheter information was: new two piece: pump: 73 cm - 34 cm = 39 cm, spine: 86.4 cm - 11 cm = 75.4 cm, total: 114.4 cm. There were no further complications reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative. The cause of the catheter being cut during spinal surgery has not been determined. It was reported that after the spinal surgery, the patient wasn¿t getting effective therapy, and the physician determined that the catheter was damaged after the spinal surgery. The pump was set to minimum rate and new catheter was implanted and connected to the pump on (B)(6) 2017. It was noted that the dose was 250 mcg/day. The patient's weight at the time of event was unknown. No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8782 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: 2017 (B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported after the patient went through spinal surgery, his therapy wasn¿t effective. It was determined by the physician that the spinal segment of the catheter (serial #: (B)(4)) was compromised during surgery. The pump was set to minimum rate, and the catheter revision was performed. The entire catheter was replaced. The new catheter was connected to the pump, and the patient was receiving their therapy. The explanted catheter was discarded and wouldn¿t be returned for analysis.